Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The patient's blood glucose reading was 382 mg/dl. The customer stated that the pump is in suspend and the act button got stuck and he received a button error. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
No button error alarm noted. The insulin pump had no button response due to flattened dome switch from dog chew marks and corroded keypad traces. The insulin pump had minor scratched display window, dog chew marks on the case and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor.